Event description:
I am writing to inform you of an adverse event that was reported on (B)(6) 2020 involving a ltv ventilator that was used by one of our patients at home. The spouse reported the alarms did not activate when the tubing detached from the trachea, resulting in patient death. The serial numbers are (B)(4). Vyaire medical has been notified and has the equipment. Vyaire (B)(6). FDA safety report ID# (B)(4).